Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 51 mg/dl, 190 mg/dl, and 47 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self treat with orange juice and toast, and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.